Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns the right ventricular lead was fractured. The lead showed noise which led to pacing pauses for the patient. It was noted there was no capture in bipolar mode and auto switched to unipolar pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 220mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observations of fracture, failure to capture and noisy signals, were likely caused by the confirmed fracture.

Event description:
It was reported that there were concerns the right ventricular lead was fractured. The lead showed noise which led to pacing pauses for the patient. It was noted there was no capture in bipolar mode and auto switched to unipolar pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field b5: describe event or problem, along with any other relevant fields. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 220mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observations of fracture, failure to capture and noisy signals, were likely caused by the confirmed fracture. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns the right ventricular lead was fractured. The lead showed noise which led to pacing pauses for the patient. It was noted there was no capture in bipolar mode and auto switched to unipolar pacing. Subsequently, this device was explanted replaced. No additional adverse patient effects were reported.